Manufacturer narrative:
D10: fdc d16 code no longer apply. Fdc d1102 will be applicable for product ID: nim4cpb1 product description patient interface nim4cpb1 nim 4.0, serial number: (B)(6) lot number: 224722821. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the nim vital screen was not responsive, froze up, and not connecting. The patient interface had a missing clip. There was no patient involvement.

Event description:
It was reported that during pre-op, the nim vital screen was not responsive, froze up, and not connecting. The patient interface had a missing clip. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot number #: (B)(6) , ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot number #: (B)(4) , ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the nim console found that the customers issue could not be duplicated regarding screen froze up. The software was reloaded to 1.6.4. And there was no fault found. There was no battery within the console. H6: previously applied codes fdm b21 and fdr c21 are no longer applicable. Fdr code c19 is applicable. D10: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot number #: (B)(6), UDI#: (B)(4); product analysis for this nim patient interface found that the customers issue could not be duplicated and there was no fault found with the device. Fdr code c19 and img code g02005 are applicable. Product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot number #: (B)(6), UDI#: (B)(4) product analysis for this nim patient interface found that the customers issue could not be duplicated but the unit was presented with missing clip. Fdr code c07 and img code g0405204 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.